Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a vibratory patient notifier for a long charge time alert. Review of the remote transmission revealed no therapies had been delivered immediately prior to the alert. The device was explanted and replaced. The procedure was completed successfully without adverse consequence to the patient. The patient was in stable condition.